Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the pulse generator, 82 magnet response episodes were noted. The physician believed that the patient CPAP machine/mask caused the inappropriate magnet response. The patient was stable.